Manufacturer narrative:
(B)(4). No product yet returned.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference or user had incorrect code key.

Event description:
Consumer complaint of about high blood results. Caller usually gets results around 130mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (256) and the normal result (130) is located in zone c. No adverse event reported.

Event description:
Consumer complaint of about high blood results. Caller usually gets results around 130mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (256) and the normal result (130) is located in zone c. No adverse event reported.